Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error. There was no patient involvement.

Event description:
It was reported that the device had channel error. There was no patient involvement.

Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information : device available for evalution ?, returned to manufacturer on, device return to manufacturer ?, device eval by manufacturer?, remedial action required, remedial action #. Annex a : (B)(6) annex b : b01 annex c : c17, (B)(6) annex d : d01, d02, d07 annex g : (B)(6)